Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seizure is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported a patient was injected with one syringe of juvéderm volbella® xc. The patient started to have a seizure and went unconscious. The patient was sent to the ER and was treated there. Next day, patient reported they were feeling better. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.